Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low and she was receiving false low glucose alerts during the night. The sensor was reading 60 mg/dl and her blood glucose was 85 mg/dl. The customer ate something and half hour later the sensor was reading lower and blood glucose was normal. The customer decided to turn off the sensor after three hours of having the issue. The customer also reported that two sensor broke while trying to insert. Customer was advised to check if the needle hub was stuck inside the serter; customer stated that no needle was inside the serter. Customer declined further troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.